Event description:
It was reported the device was not calibrating. It was reported patient involvement is unknown and there was no injury alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 13may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for model s hand piece #3539700, s/n: (B)(4) - manufactured on 01/27/2011 shows no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 11/12/2015. A two year lookback for this reported failure and or related to "not calibrating " for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: in summary: hand piece passed all function tests and the head calibration was in tolerance. The oscillating pin adjustment was out of tolerance due to impact marks on the oscillating pin. Likely hand piece was dropped, the oscillating pin was bent and damaged leading to the spring tension being out of tolerance. End-user error / mishandling.